Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the right ventricular lead exhibited noise that displayed as high ventricular rate episodes as well as increased r-wave amplitudes. Programming changes were made. The patient was in stable condition.